Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that an arthrex plate broke post-operation. According to the surgeon, it wasn't specifically a material defect, but the patient had suffered a pseudarthrosis that led to the right plate breaking (it wasn't a distal plate) a few months after surgery. The patient had to be operated on again because the 1st broken plate did not consolidate the fracture. When the new plate was placed, the arthrex sales rep., who was present in the surgery, noticed that the surgeon twisted the plates a lot because he considered that they were not anatomical enough. The device was broken in the middle at the level of a 3.5 cortical screw hole. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the x-ray supplied from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. Dfu-0139-4, rev. 0, e. Warnings states the following: "postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight-bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. 10. Pre-operative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. 11. Any decision to remove the device should take into consideration the potential risk to the patient of a second surgical procedure. Device removal should be followed by adequate postoperative management.